Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain'), device dislocation ('migration of essure devices') and genital haemorrhage ('heavy/abnormal bleeding') in a female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), feeling abnormal ("brain fog"), amnesia ("memory loss"), alopecia ("hair loss"), headache ("headaches"), genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("problems with teeth"). The patient was treated with surgery (salpingectomy). At the time of the report, the pelvic pain, device dislocation, hypersensitivity, feeling abnormal, amnesia, alopecia, headache, genital haemorrhage and tooth disorder had not resolved. The reporter considered alopecia, amnesia, device dislocation, feeling abnormal, genital haemorrhage, headache, hypersensitivity, pelvic pain and tooth disorder to be related to essure. Lot number: b72583, manufacturing date: 2013-09, expiration date: 2016-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal dates was added. The event term pain was changed to pain/ localised pain. Salpingectomy was added as treatment. This event was upgraded to serious injury. The outcome was updated to not recovered. New events migration of essure devices, allergy symptoms, brain fog, memory loss, hair loss, headaches, heavy/abnormal bleeding (serious), problems with teeth were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ localised pain'), device dislocation ('migration of essure devices') and genital haemorrhage ('heavy/abnormal bleeding') in a female patient who had essure (batch no. B72583) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), feeling abnormal ("brain fog"), amnesia ("memory loss"), alopecia ("hair loss"), headache ("headaches"), genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("problems with teeth"). The patient was treated with surgery (salpingectomy). At the time of the report, the pelvic pain, device dislocation, hypersensitivity, feeling abnormal, amnesia, alopecia, headache, genital haemorrhage and tooth disorder had not resolved. The reporter considered alopecia, amnesia, device dislocation, feeling abnormal, genital haemorrhage, headache, hypersensitivity, pelvic pain and tooth disorder to be related to essure. Batch no b72583 production date 2013-09-28 expiration date 2016-09-30 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain"), device dislocation ("migration of essure devices"), genital haemorrhage ("heavy/abnormal bleeding") and device breakage ("device breakage during remova") in an adult female patient who had essure inserted (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of vaginal discharge, hydrosalpinx, alcohol use, asthma, fibromyalgia, irritable bowel syndrome, parity 5 (spontaneous vaginal delivery 5) and multigravida. Concurrent conditions were listed as fatigue, dyspareunia, heavy periods, menses irregular, fibromyalgia, endometriosis, heavy periods and abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), hypersensitivity ("allergy symptoms"), brain fog ("brain fog"), amnesia ("memory loss"), alopecia ("hair loss"), headache ("headaches"), tooth disorder ("problems with teeth"), device breakage (seriousness criterion medically important), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia "), endometriosis ("endometriosis"), abdominal discomfort ("slight discomfort in lower abdomen"), heavy menstrual bleeding ("menorrhagia heavy periods, passes clots"), dysmenorrhoea ("painful flow"), vulvovaginal candidiasis ("vaginal thrush") and vaginal discharge ("vaginal discharge smell offensive"). The patient was treated with tranexamic acid as well as surgery (bilateral salpingectomy and salpingectomy). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, hypersensitivity, brain fog, amnesia, alopecia, headache and tooth disorder had not resolved. The outcomes for device breakage, dyspareunia, mental disorder, fatigue, fibromyalgia, endometriosis, abdominal discomfort, heavy menstrual bleeding, dysmenorrhoea, vulvovaginal candidiasis and vaginal discharge were unknown. The reporter considered abdominal discomfort, alopecia, amnesia, brain fog, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain, tooth disorder, vaginal discharge and vulvovaginal candidiasis to be related to essure administration. The reporter commented: any continuing symptoms? Yes. Essure insertion date updated from (B)(6) 2014 to (B)(6) 2014. Right side 3 coils. Left side 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: to check for tubal occlusion. Batch no: b72583. Production date: 2013-09-28 expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: medical record received. New events device breakage, dyspareunia, psychological issues, complication of device removal, fatigue, fibromyalgia and endometriosis, discomfort in lower abdomen, menorrhagia, painful flow, vaginal thrush & vaginal discharge were added. Medical history, treatment drug and reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ localised pain"), device dislocation ("migration of essure devices"), genital haemorrhage ("heavy/abnormal bleeding") and device breakage ("device breakage during remova") in an adult female patient who had essure inserted (lot no. B72583) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of vaginal discharge, hydrosalpinx, alcohol use, asthma, fibromyalgia, irritable bowel syndrome, parity 5 (spontaneous vaginal delivery 5) and multigravida. Concurrent conditions were listed as fatigue, dyspareunia, heavy periods, menses irregular, fibromyalgia, endometriosis, heavy periods and abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), hypersensitivity ("allergy symptoms"), brain fog ("brain fog"), amnesia ("memory loss"), alopecia ("hair loss"), headache ("headaches"), tooth disorder ("problems with teeth"), device breakage (seriousness criterion medically important), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia "), endometriosis ("endometriosis"), abdominal discomfort ("slight discomfort in lower abdomen"), heavy menstrual bleeding ("menorrhagia heavy periods, passes clots"), dysmenorrhoea ("painful flow"), vulvovaginal candidiasis ("vaginal thrush") and vaginal discharge ("vaginal discharge smell offensive"). The patient was treated with tranexamic acid as well as surgery (bilateral salpingectomy and salpingectomy). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, hypersensitivity, brain fog, amnesia, alopecia, headache and tooth disorder had not resolved. The outcomes for device breakage, dyspareunia, mental disorder, fatigue, fibromyalgia, endometriosis, abdominal discomfort, heavy menstrual bleeding, dysmenorrhoea, vulvovaginal candidiasis and vaginal discharge were unknown. The reporter considered abdominal discomfort, alopecia, amnesia, brain fog, device breakage, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain, tooth disorder, vaginal discharge and vulvovaginal candidiasis to be related to essure administration. The reporter commented: any continuing symptoms? Yes. Essure insertion date updated from 14-may-2014 to 12-may-2014. Right side 3 coils. Left side 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 12-aug-2014: to check for tubal occlusion. Batch no b72583 production date 2013-09-28, expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.